Event description:
A physician reported a patient who was originally skin tested on 1 november 1998 with negative results. On 11 november 1998, the patient was treated in the nasolabial folds. On 16 november 1998 the patient presented with redness, swelling, induration, and itching at the nasolabial treated sites. The patient reported the onset of the symptoms was 14 november 1998. The physician prescribed a medrol dos-pak. Subsequently the physician prescribed two additional courses of medrol in november of 1998. The physician reported the symptoms were diminished while the patient took the medrol, but the symptoms "flared" when discontinued. The physician believed the symptoms were probably hypersensitivity related.